Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump and the alarm did not reoccur.